Manufacturer narrative:
D3 - manufacturer information: correction. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis. The provided controller log files did not capture any atypical events or alarms, and the pump operated at intended speeds throughout the data. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline disconnect conditions. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had damage to their driveline's outer layer, and had been experiencing driveline disconnect alarms for approximately 2 weeks, reporting red heart alarms and constant alarm tones, along with experiencing dizziness and pre-syncope symptoms. The site of the damage was re-wrapped with rescue tape. Log files were submitted for review, and the event log files did not capture any driveline disconnect alarms during the recorded period of (B)(6) 2025 at 07:04:04 to (B)(6) 2025 at 12:16:47. The data indicated that the driveline conductors were intact and functioning as intended. There were a few silence alarm button pressed events recorded that were not associated with any active alarms. It was suspected that the red heart alarms and constant alarm tones reported by the patient were associated with an unintentional system controller self-test initiation by pressing the battery button. It was also noted that the log files showed no instances of the patient connecting to power module and/or mobile power unit (mpu) power during the period, indicating the patient was sleeping on battery power. X-ray images submitted of the driveline were unremarkable and did not appear to show any areas of compromise to the driveline.